Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter (afl) procedure, the customer experienced noise from the distal electrodes of smart touch bidirectional catheter on the carto 3 system and on the recording system. The issue was resolved by changing the catheter and the case was completed without any patient consequence. This issue is not reportable. The catheter retuned to biosense webster lab and the scanning electron microscope (sem) test result (on july 16, 2015) showed that the pin hole observed on pebax presented evidence of damages by a sharp point object, also the ring 1 and the dome presented evidence of abrasion marks that could be related to the pebax pin hole. This type of damage on the catheter is indicative of a reportable event, thus making july 16, 2015 as the awareness date for this report. The returned device was visually inspected upon the pebax has greyish material under the pebax. On second visual inspection with a bigger magnification greyish material was not found. Scanning electron microscope (sem) analysis was request to further investigate pebax condition. It was found a pin hole pebax it also presented evidence of damages by a sharp point object, additionally. The ring 1 and the dome presented evidence of abrasion marks. Then per the reported complaint the returned device was evaluated for electrical resistance and current leakage and it failed on electrode # 2. Further examination revealed that the lead wire # 2 was broken causing the improper signal condition. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Management is notified of failure analysis results using monthly complaint trend reporting. A corrective action has been opened to address and resolve this pebax damage issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an atrial flutter (afl) procedure, the customer experienced noise from the distal electrodes of smart touch bidirectional catheter on the carto 3 system and on the recording system. The issue was resolved by changing the catheter and the case was completed without any patient consequence. This issue is not reportable. The catheter retuned to biosense webster lab and the scanning electron microscope (sem) test result (on july 16, 2015) showed that the pin hole observed on pebax presented evidence of damages by a sharp point object, also the ring 1 and the dome presented evidence of abrasion marks that could be related to the pebax pin hole. This type of damage on the catheter is indicative of a reportable event, thus making july 16, 2015 as the awareness date for this report. Investigation is still in progress. A supplemental report on device evaluation will be submitted.